Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this once it has been completed. Investigation

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Further event information was requested but not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Patient presented with lysis on medial femoral condyle due to abnormal wear on medial poly insert.